Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a native type 1 bicuspid aortic valve, an infold was reported on the first deployment. The valve was recaptured and withdrawn and replaced. Of note, the valve was loaded once, with no misload or loading abnormalities noted. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 28 mm balloon with manual inflation pressure. According to the physician, the patient's calcification contributed to the infold. The calcification score was 2966. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: two static images were provided for review. Patient¿s executive summary was provided for anatomical review. A fluoroscopy valve load inspection was not provided for review, so it is undetermined if there was an misload or not. An infold is noticeable at 80%. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Physicians and field team followed best practices. Since it was reported the infold occurred during first deployment attempt, a fluoroscopy valve load inspection would be required to confirm a good load versus a misload. Reason for the infold is inconclusive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.